Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 440 mg/dl. Customer stated that they treated high readings by taking bolus delivery pf insulin using insulin pump. Customer was using the auto mode feature at the time of the incident. Troubleshoot was performed for high blood glucose but no issue was found. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.